Event description:
It was reported that the wireless recharger connects to the implanted neurostimulator and then disconnects. Ins was recently implanted and has swelling around it. Patient services reviewed patient can try recharging in a day or so and see if recharger connects after swelling has decreased and redirected to follow up physician. Additional information was received from the patient reporting that they continue to have difficulty charging their ins with the wr. The patient repeated information regarding swelling near the implant site, and how the wr would intermittently make a connection to their implant. Before calling, the patient mentioned that they checked their implant battery level in the dbs therapy app and saw that the ins was at 75%. Also before calling, the patient said they tried lying down with the wr against their ins, but the issue persisted. The patient added that the swelling seems to have gone down a little bit, but their implant seemed like it was "way higher than it was" and "kind of underneath the clavicle." During the call, patient services (pss) had the patient start a charging session and initially, they had some difficulty getting a signal between the wr and implant, but after repositioning the wr, the patient obtained a good connection and was maintained the rest of the call. The patient asked how long it would take before the implant is ful ly charged. Pss reviewed requested information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.